Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse noted a leaking reagent syringe for the glucose module. The fse replaced parts. Hardware issue may have contributed to this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding eleven glucose (glucm) patient results that did not match when run in the duplicate mode on unicel dxc 800 pro synchron clinical systems. Based on previous history with this instrument, the erroneous results were low. Results were confirmed on customer's other analyzer prior to reporting. Customer was unwilling to provide the actual patient results. No erroneous results were reported out of the lab. Patient treatment was not affected.